Manufacturer narrative:
The pump was received with a high stop/idle current due to a defect at the lcd driver board. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery was not lasting a week. Customer's blood glucose was 250 mg/dl. Customer received weak battery and low battery alerts. After troubleshooting, customer was advised that battery cap would be replaced. Customer called back after receiving battery cap due to new battery cap no resolving issue.